Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g120 scaler, there was no powder and the insert tip was overheating; no injury resulted.

Manufacturer narrative:
Evaluation found a major air leak exhausting out of the main air manifold regulator. The internal duck bill has signs of oil. The water flow regulator and water tubing of the handpiece cable is restricted (clogged).